Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. -device explant due to moderate dysphagia occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry at the time of removal. -after removal, the patient was reported as doing well and tolerating a regular diet.